Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 5, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter did not turn on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the meter power issue began in 2007. After the issue began the patient felt thirsty and shaky. The patient received assistance from a health care professional and was advised to take 5 units of humalog insulin on the following month, at 2:30 pm. The cca walked the patient through pressing the power button and inserting a test strip into the test strip port; the meter turned on with both attempts. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleged he was unable to obtain a reading on the lfs product and later experienced typical symptoms of abnormal blood glucose level.